Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) was over-sensing noise due to electromagnetic interference (emi). No intervention was performed. The patient was in stable condition.